Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The customer was unsure of the lot number. This is one of three product involved with the reported event. The associated manufacturer report numbers are 9616099-2007-02293 and 9616099-2007-02294. Additional information will be submitted within 30 days of receipt.

Event description:
The target lesion was the right coronary artery (rca). The vessel was a de-novo, concentric, flexion and chronic total occluded lesion. Aha/acc classification of the vessel was type c. The lesion length was 87mm and vessel diameter was 3.0mm. The procedure was an elective case. Pre-dilatation was conducted with a balloon (2.5/30mm) at 14atm for 120seconds. The 1st cypher (3.0/33mm) was implanted at 20atm for 30 seconds. The 2nd cypher (3.0/33mm) was implanted at 20atm for 30 seconds proximal to the 1st cypher. The 3rd cypher (3.0/28mm) was implanted at 20atm for 30 seconds proximal to the 2nd cypher. Three stents were overlapping each other. Post-dilatation was conducted with a balloon (2.5/20mm) at 16atm for 20 seconds 17 times. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 0 and 3 after the procedure. Act was not measured. Approximately 2 years later, the patient complained of chest pain and came to the hospital. He developed acute myocardial infarction. Cag was conducted and thrombus was observed in the all cypher. To treat the thrombus, poba was conducted with a balloon (2.0/15mm) 48times. Aspiration was conducted.